Event description:
It was later reported that there was possible intermittent kinking of the catheter.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
Additional information indicated that the patient showed signs of withdrawal, fluctuations in tone control, fluctuations in tone from 'tight to floppy,' and a lack of therapeutic efficacy. It was reported that the physician was unable to aspirate during a dye study, and an x-ray revealed a 'pump rotation of 180 degrees'. The patient's catheter was replaced in (B)(6) 2012. No patient injury was reported, and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that patient had experienced increased tone, "hypertonicity followed by periods of hypotonicity," high heart rate, low grade fever and pain. A catheter access port (cap) contrast study was performed; a "radiographically intact pump system" was reported. It was later reported that patient was scheduled for a catheter revision for an "unknown catheter issue." Drug delivered via t he device was gablofen. A follow-up report will be sent if additional information becomes available.